Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 intermittently clicks and fails upon opening. A field service engineer upon arrival, no failures were reported on the station. The field service engineer logged into the hardware test application and ran a successful functionality test on tower doors 1 through 4. The issue could not be duplicated as it appeared to be intermittent. Then fse powered off the station, removed the latch column from the tower, replaced all latches, reinstalled the latch column into the tower, and restarted the station. The repairs were verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, tower door 4 randomly clicked and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.